Event description:
It was reported that pt underwent right total knee arthroplasty in 2000. Pt was revised in 2007, secondary to pain and instability from loose components.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no reported anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.